Event description:
It was the pump did not alert the customer as intended of an increasing blood glucose level. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was no received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.